Event description:
It was reported that the procedure was to treat a concentric, 90% stenosed lesion in the proximal to mid left anterior descending artery. The 3.5 x 20 mm nc trek balloon catheter was advanced without issue and inflated to 10 atmospheres (atm). At this point the balloon lost pressure, and the patient experienced a temporary first degree heart block (arrhythmia) for less than 5 seconds. The nc trek balloon was removed and a balloon rupture was confirmed. Flushing was performed with normal saline and the patients condition returned to stable, with timi flow iii. A new nc trek balloon catheter was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned and the reported balloon rupture could not be tested due to the condition of the returned device: however a tear was identified near the proximal balloon seal. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other incidents from this lot. Based on a review of related records and evaluation of the returned device, it can be concluded that there is no product deficiency for this issue. The performance of these devices will continue to be monitored.